Manufacturer narrative:
We received one (B)(4) catheter without the packaging or syringe for examination. The reported event of "balloon burst" was confirmed. Examination of the catheter found the balloon latex to be ruptured in the central area. There appears to be latex missing from the balloon. The latex was cut at the distal edge of the proximal windings to measure the missing area of latex. The missing section of latex is 0.040" x 0.035". As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. Per the IFU the recommended inflation media is 0.9cc liquid. IFU warning - balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The windings appear to be in good condition. The catheter body tube is also in good condition, there is no visible damage. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon burst before use. No patient complications were reported.